Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a pt is experiencing starbursts in their central vision. The association between this event and the iol is not known. Add'l info has been requested.